Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B) (6) 2010 and obtained the following information. The patient reported that on (B) (6) 2010, he went to see his physician for a condition unrelated to his diabetes. At the time of the doctor's office visit, the patient claimed he obtained blood glucose readings of "178 mg/dl" with the subject meter and "138 mg/dl" on another device (doctor's meter), performed minutes apart of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=30%. The patient denied that his physician treated him or made any changes to his diabetes management. The patient also reported that on an unspecified date in (B) (6) 2010, he obtained a morning blood glucose result of "130 mg/dl" with the subject meter, which he considered 'normal.' The patient claimed that he normally would eat and then take his set dose of lantus insulin after testing; however, he was out of town and decided to take his insulin because they were on their way out to eat breakfast. Within 15 minutes of administering the insulin, the patient claimed he began to sweat profusely. The patient denied testing his blood glucose at the onset of symptoms. In response to the symptoms the patient reported treating self with food and drink. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique and that the subject strips appeared in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.